Event description:
The patient reported that they were unable to get all of the drug out of the reservoir during a refill in (B)(6) 2014, but there were no volume discrepancies. The patient did not believe they were getting pain relief from their pump, and that this had been occurring gradually since (B)(6) 2014. They reported having numbness and falling a couple of times. They stated they were in bad shape, and they were feeling pain. Their doctor told them that it showed they were not utilizing their personal therapy manager (ptm) for boluses, but the patient stated they were, and that was why they thought the drug was not coming out of the pump. A volume discrepancy reportedly occurred on (B)(6) 2014. The actual residual volume was greater than the actual residual volume. The patient was having an MRI on (B)(6) 2014. A healthcare professional (hcp) thought that it was related to the device or therapy. They were having the MRI to see if the pump was working. The pump contained morphine. The patient¿s outcome was requested in addition to the cause of the volume discrepancy.

Manufacturer narrative:
Concomitant product: product ID 8711, lot # j10934r43, implanted: (B)(6) 2002, product type catheter. (B)(4).